Event description:
It was reported that the patient underwent radiation resulting in bad tissue integrity. The patient underwent an artificial urinary sphincter (aus) removal surgery due to erosion after a year. Afterwards a reimplant surgery was performed in which a new aus was implanted. No more information available through physician. Should additional information become available, it will be provided.